Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 434 mg/dl. The customer administered a manual injection and disconnected from the pump. Reportedly, the customer would utilize manual injections as alternate insulin therapy.